Event description:
It was reported that the patients ipg had a difficulty connecting to the remote. The patient underwent an ipg replacement and pocket site relocation procedure and was doing well, postoperatively. The explanted ipgs were discarded by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 361534.